Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports finishing the treatment and has been wearing the retainers every night for about a year and total wear of about 16-20 hours a day. As a result, the gum line has receded and the gaps in the teeth are starting to reappear that were closed initially. The patient also noted issues with fit, and sensitivity.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.